Manufacturer narrative:
This report is for an unk concorde cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient has aggravated back pain after more than a year prior treated spinal fusion. Concorde system including a plif cage was applied in that procedure. The images showed a cavity which appeared to be the bone cyst. Two months later it was confirmed that the bone cyst-like cavity became larger (approx. Half the size of the vertebral body) which caused unk screw to become loose. The patient is under evaluation to determine whether a revision would be required. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unk concorde cage. This report is 1 of 1 for (B)(4).